Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9175990 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that the syringe 5ml saline fill china sp experienced device damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: the patient child was admitted to hospital for treatment due to "bronchopneumonia". After the intravenous indwelling needle infusion was completed on may 13, the prefilled syringe was applied to seal the tube end of the catheter. It was found that the handle of the prefilled syringe was damaged and the tube could not be sealed, so a new flush was replaced to seal the tube.